Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that it was impossible to view the image of the colonovideoscope. It is unknown when this issue occurred. There were no reports of patient harm.